Event description:
The customer reported that the system reports during bootup, the system displays a message that says "ma error, please shut down" no fluoro.

Manufacturer narrative:
The ge service rep removed and replaced the leaking battery pack assembly. Tested the system. The system runs as intended.